Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020, during an implant noise was observed on the lead. The noise was observed on both psa channels and via alternate set of psa cables. The lead was replaced. The patient's condition was stable before, during and after the procedure.